Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of defective power supply was confirmed. The charger wire was exposed. The root cause of the failure could not be determined. A serial number history review is not possible, as no serial number has provided by the complainant.

Event description:
Defective power supply. (B)(6) 2022 - during evaluation it was noted the power adapter has exposed wires. Found during evaluation: power adapter has exposed wires.